Manufacturer narrative:
Correction to h6; type of investigation. Per administrative review, the crossing difficulty was not related to the stroke. It is not known if the stroke was related to the crossing difficulties or the non-edwards valve implantation. The crossing difficulty is not a reportable event for this case.

Manufacturer narrative:
The investigation is ongoing. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra- procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (age, gender) and procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure utilizing a 23 mm sapien 3 ultra resilia valve via right transfemoral artery access, the commander delivery system was unable to cross the native aortic valve despite multiple maneuvers and a predilatation attempt. The devices were subsequently removed from the patient. A second attempt was made using a non-edwards valve, which was successfully deployed. Following the procedure, the patient exhibited left-sided weakness and was diagnosed with a presumed stroke. The patient remained hospitalized with limited awareness and signs consistent with a severe disabling stroke. It is unclear whether the stroke was related to the crossing difficulties or the implantation of the non-edwards valve. The perceived root cause of the initial crossing failure was severe calcification at the level of the commissures. The device will not be returned for examination.